Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure on (B)(6) 2007 due to pain and allergic reaction to cobalt, chromium and nickel.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04389 / 04391).